Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6, and h11: h4: the lot was manufactured in july 2024. H11: the device and photo sample were received for evaluation. Visual inspection of the photo sample did not identify any abnormalities that could have contributed to the reported condition. A visual inspection was performed on the returned sample, and an inlet with the vent broken completely off was observed. Functional testing was performed, and a leak from the vent being broken off was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, high-volume inlet leaked from the location where filter is attached to the inlet (spike). This occurred during compounding. There was no patient involvement. No additional information is available.